Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm via a merlin at home transmission. The patient was asymptomatic. Programming changes were made and device remains implanted.

Manufacturer narrative:
(B)(4).